Event description:
It was reported that the system displayed error messages and would not product x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board and the high voltage cable. The system operates as intended.